Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following field for corrected information: d4 (UDI). Refer to the following fields for updated information: g3, g6, h2, and h10. The d4 (UDI) field has been updated to provide corrected information.

Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication is unknown. There is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the stapler 45 instrument fired two blue stapler 45 reloads. Both firings were completed. A green stapler 45 reload was subsequently installed on the stapler 45 instrument but no clamps or fires were attempted. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, it was alleged that unspecified tissue was torn by the tip of a stapler 45 instrument while the surgeon was clearing the bronchus. As a result of the torn tissue, a blood loss of 3000 ml occurred and a blood transfusion was administered. Although there is no allegation that a malfunction of the stapler 45 instrument occurred, the root cause of the intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, unspecified tissue tore while the surgeon was using a stapler 45 instrument with a green stapler 45 reload installed. As a result of bleeding, the case was converted to open surgery. A blood loss of 3000 ml was reported. On 12/10/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: there is no allegation that a malfunction of the stapler 45 instrument or green stapler 45 reload occurred. When the event occurred and the tissue tore, the surgeon was in the process of clearing the bronchus. It was alleged that the dorsal side of unspecified tissue was torn by the tip of the stapler instrument and then bleeding ensued. The surgeon did not encounter any error messages with the stapler 45 instrument when the tissue tore. As a result of the bleeding, the patient received a blood transfusion. In addition, the torn tissue required repair. The surgical procedure was completed via open surgery. No post-operative complications have been reported. The patient has reportedly had a stable post-operative course.